Event description:
It was reported that there ws hole in the filterwire and the patient had stroke. Vascular access was obtained via femoral artery. The 75-85% stenosed, 30mmx8-9mm, concentric, de novo target lesion with a <=45 degree bend was located in a moderately calcified right carotid artery. During procedure, the patient experienced stroke and the filter was then removed per standard. However, a hole was noted in the filter after removal outside the patient's body. It was confirmed that there were no device fragments left inside the patient. The procedure was completed with this device. No further patient complications were reported, the patient's condition has moderate severity and prolonged hospitalization occurred.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the initial condition of the unit did not identify failures or evidence that could be lost due to decontamination process. The filter bag is torn, and the distal tip is bent. Besides, the marker band of the end retrieval sheath is deformed. Dimensional inspection found the device to be within specification. Functional inspection (sheathing and unsheathing test) was not performed due to the device condition.

Event description:
It was reported that there ws hole in the filterwire and the patient had stroke. Vascular access was obtained via femoral artery. The 75-85% stenosed, 30mmx8-9mm, concentric, de novo target lesion with a <=45 degree bend was located in a moderately calcified right carotid artery. During procedure, the patient experienced stroke and the filter was then removed per standard. However, a hole was noted in the filter after removal outside the patient's body. It was confirmed that there were no device fragments left inside the patient. The procedure was completed with this device. No further patient complications were reported, the patient's condition has moderate severity and prolonged hospitalization occurred.